Event description:
It was reported that the customer was experiencing bent cannulas, and the insulin pump had not given any no delivery alarms. Troubleshooting was performed, and the insulin pump passed the prime, displacement and self tests. However, there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.